Event description:
It was reported while using a bd vacutainer® eclipse¿ blood collection needle, the safety shield broke off resulting in a used needle stick injury to the employee. The employee went to urgent care for post exposure treatment and testing. No further impact reported.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
The following fields have been updated with additional/corrected information: d.9. Device available for eval: yes. D.9. Returned to manufacturer on: 01-jul-2024. Investigation summary: bd received 4 samples and 4 photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for defective locking mechanism was not observed. Additionally, the customer samples were evaluated by visual examination and one of the samples had a safety shield connected upside down. Based on machine set up, the shield could not be put on upside down during manufacturing; however, this indicates that the safety shield was disconnected and reattached. This confirms the reported failure mode of defective locking mechanism. The other three returned samples were evaluated by functional testing, each having their safety shield engaged, and the indicated failure mode for defective locking mechanism with the incident lot was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode defective locking mechanism. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported while using a bd vacutainer® eclipse¿ blood collection needle, the safety shield broke off resulting in a used needle stick injury to the employee. The employee went to urgent care for post exposure treatment and testing. No further impact reported.